Manufacturer narrative:
The thermogard console was evaluated by zoll service personnel at the customer site. The reported complaint of the thermogard console (sn tgxp10576) displayed a mid:09 (air trap assembly) error message was confirmed based on the event log review and during functional testing. The root cause of the mid:09 error was the defective air trap sensor block with the board, likely attributed to an aging device. The thermogard xp ivtm system was manufactured in may 2012 and is more than five years old. No physical damage was observed on the thermogard console during visual inspection. An event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages, confirming the reported complaint. During functional testing, the thermogard console displayed a mid:09 (air trap assembly) error message upon powering up, confirming the reported complaint. The root cause of the error message was due to a defective air trap sensor block. The defective air trap sensor block with board was replaced to address the customer's reported complaint of mid:09. Following service, the thermogard console passed the final functional test and electrical safety tests without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for thermogard with serial number (B)(4).

Event description:
During the start of ivtm therapy, the thermogard ivtm system (sn (B)(4) displayed "mid:09" (air trap assembly) error message. The customer cleaned the air trap but issue persisted. Another thermogard ivtm system was used to continue with treatment. No consequences or impact to the patient.